Event description:
It was reported that the account was unable to advance the plunger while trying to deploy the marker during a breast biopsy procedure. They changed markers 2 more times and had the same issue. They changed to a 4th marker and it deployed properly.

Manufacturer narrative:
(B) (4). (B) (4). Introducer tube detached. The analysis results confirmed that one mam3008 applier (a) was received already deployed and with the tube detached from the handle. Functional test could not be performed due to the condition of the returned applier. A corrective action has been initiated to address the root cause of the deployment issues. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process. The analysis results confirmed that on mam3008 applier (b) was received with the tube detached from the handle and the collagen plug with the clip present. Functional test could not be performed due to the condition of the returned applier. A corrective action has been initiated to address the root cause of the deployment issues. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process. Device b additional information: batch # f9gf8j. Expiration date: 03/2014. Manufacturing date: 04/2009. Introducer tube detached. The analysis results confirmed that one mam3008 applier (c) was received with the tube detached from the handle and the collagen plug with the clip present. Functional test could not be performed due to the condition of the returned applier. A corrective action has been initiated to address the root cause of the deployment issues. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process. Device c additional information: batch # f9gf8j. Expiration date: 03/2014. Manufacturing date: 04/2009. Introducer tube detached.